Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. Following device removal from the artery, the knot was being delivered via the rail end of the suture. During the knot delivery, the entire suture came out of the artery. Manual compression was immediately applied to the arteriotomy site. Hemostasis was achieved via manual compression in the cardiac catheterization lab. The patient was transferred to the floor. At an unspecified time on the floor, the patient began to complain of back pain. It was also noted that the patient's blood pressure was decreasing. An ultrasound was performed which diagnosed a retroperitoneal bleed. The patient received a total of 10 units of packed red blood cells. The patient did not go to surgery. The patient was discharged home. There was no report of further adverse patient sequelae.